Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure got completed with minor delay. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy stopped working during case. After troubleshooting, fse found that the x-ray pc was defective. To resolve this issue, fse replaced x-ray pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device stopped providing fluoroscopy. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.